Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2022-24231. Clarification d.6b (explant date): a follow up is being done to confirm the date of explant. It was reported that the patient possibly needed to have the prosthesis explanted for the placement of a new one in 2023. Continued e1 (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade 3-4, rupture.

Event description:
Healthcare professional reported right-side rupture, benign calcification, capsular contracture baker grade iii - IV, and granulomas- which has been assessed as not device related. The device has been explanted and replaced.